Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. The lot details provided show that the patient was using an expired pod. As per omnipod® insulin management system ¿ user guide (model: ust400 17845-5a-aw rev 06 05/24 3 changing your pod / page 24) warnings: do not use a pod if it is past the expiration date on the package.

Event description:
It was reported that the needle never deployed the cannula into the skin.